Event description:
It was reported that the patient passed away due to vasoplegia and right ventricular (rv) failure. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was communicated that the pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Right ventricular (rv) failure did not exist pre-left ventricular assist device (lvad) implant. A device related issue was not considered to cause or contribute to rv failure.